Event description:
A customer contacted beckman coulter (bec) reporting that the au681-02e clinical chemistry analyzer generated erratic ionized selective electrode (ise) results for sodium (na), potassium (k), and chloride (cl) electrolytes, in any combination, on three (3) different days ((B)(6)2013). This report documents the results obtained on (B)(6) 2013. The customer noted issues with low anion gap results. Customer stated that when the samples with low gaps were repeated on an alternate au analyzer, the ise values were higher and anion gaps were normal. Customer confirmed that no erroneous results were reported out of the laboratory. There has been no change to patient treatment attributed to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse replaced the ise reference electrode, ise buffer syringe, and sample probe. Ise was primed, and calibrated several times. Calibration was good and within specification. This was followed by precision runs which were within specification. Anion gap recovery was reviewed and acceptable. All qc results within facility generated ranges. Customer will continue to monitor for abnormal results. Ise issues continued so the fse returned on-site. The fse performed bi-weekly maintenance: cleaned the ise d-pot and flow cell. Alignments were checked; no issues were noted. The fse stated that there did not seem to be any reference solution being used as the volume in the bottle was still over half full and had been on board for about a month and a half. The fse replaced the reference valve. The ise system was primed, calibrated, and performed quality control (qc). The fse noted that the precision run was good and meet acceptability. Fse also ran a sample comparison between instruments and recovered within one unit on the sample values. No further issues were reported. Failure mode - failed reference valve. The following mdrs are associated with this report: 9612296-2013-00065; 9612296-2013-00066.